Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that while the device was in patient use in high flow therapy (hft) mode, the device did not alarm for low flow. However, the error logs have hft low flow error messages. This event was reported to have occurred during patient use. There was no report of patient harm. The customer contacted a philips remote service engineer (rse). It was determined the device was not at fault; it was traced to a clinical error by not using the correct circuit. Based on the information provided, the reported problem occurred due to unintentional user error as the customer did not use the correct circuit for hft mode. Investigation has concluded that the device functioned as intended and there was no deficiency or malfunction.

Manufacturer narrative:
The patient was put on another ventilator when the reported event occurred.